Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020, the patient experienced a skin infection around the stoma site. The patient was treated with unknown oral antibiotic from (B)(6) 2020 to (B)(6) 2020.